Event description:
It was reported that the patient experienced chest pain following ablation, a large perforation occurred, and additional intervention was performed. A 1.50mm rotapro catheter and a rotawire guidewire were selected for a percutaneous coronary intervention in the right coronary artery (rca). The anatomy had low to mild angulation in the proximal segment with moderate calcification. One 55 second pass was performed in the proximal rca with the rotapro burr on the rotawire. The patient immediately experienced chest pain and after the first injection of contrast, a large perforation was noticed in the proximal rca. Two covered stents were used to seal the perforation and a pericardiocentesis was performed to drain the pericardium. The procedure concluded. The patient was stable. It was further reported that the burr was believed to be the cause of the perforation. The device was rotating at a speed of 160,000 rpms when the perforation occurred.

Event description:
It was reported that the patient experienced chest pain following ablation, a large perforation occurred, and additional intervention was performed. A 1.50mm rotapro catheter and a rotawire guidewire were selected for a percutaneous coronary intervention in the right coronary artery (rca). The anatomy had low to mild angulation in the proximal segment with moderate calcification. One 55 second pass was performed in the proximal rca with the rotapro burr on the rotawire. The patient immediately experienced chest pain and after the first injection of contrast, a large perforation was noticed in the proximal rca. Two covered stents were used to seal the perforation and a pericardiocentesis was performed to drain the pericardium. The procedure concluded. The patient was stable.